Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Physical evaluation of the product was able to confirm the complaint. The handle does not lock the broach properly and it appears to have loosened components. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While performing a right total hip arthroplasty with the actis and pinnacle systems the scrub tech noticed the straight broach handle lever did not ¿lock¿ into place while attaching a broach. While broaching, the surgeon remarked that the lever did not stay in the closed position and therefore could not test for rotational stability. The scrub tech quickly switched to the second broach handle in the instrument set and we continued on and successfully completed the case. No fragments were generated. No harm to the patient. The time to switch handles was 20 seconds.